Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that there was no alleged product issue. The patient never got enough relief from the pump. It was unknown if any diagnostic testing or troubleshooting was performed. Actions required as a result of the event consisted of explant. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.